Manufacturer narrative:
The device was received for evaluation; however, the sample was contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. As the sample was contaminated with blood, further tests could not be performed and the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set disconnected. Approximately thirty minutes into a stem cell transplant, the set disconnected and leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.